Event description:
It was reported that the device beeps continuously. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. There was no evidence of the reported problem in the event log. Multiple power down, pump turned off, and pump turned on alarm messages were found in the pump's event history logs. The reported failure was not replicated. Fluid ingression powder was identified on pump by the chassis base of the downstream occlusion sensor. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.